Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
The sensor was inserted into the upper buttocks on (B)(6) 2024.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction d4 primary UDI number - correction g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information/correction h10 corrected data